Event description:
It was reported that, after the plaintiff underwent a bhr-left hip on (B)(6) 2004 due to unknown reasons, the patient experienced symptoms of shortness of breath and general discomfort of his chest, a well-known symptom of cobalt toxicity. On suspicion of a pulmonary embolism and/or dvt post hip replacement. Patient's cardiac function continued to deteriorate after his right hip surgery and went to hospital for chronic chest pain and paroxysmal atrial fibrillation. This adverse event was addressed by performing a revision surgery on (B)(6) 2016, during which surgeon converted to total hip replacement arthroplasty. It was noted by surgeon that the bhr was "very scarred" upon removal. Patient's current health condition is unknown.

Manufacturer narrative:
Internal reference number: (B)(4) h3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.